Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at adapter tubing junction blood spilled from the end of a steel needle for indwelling needle removal.

Manufacturer narrative:
1. DHR/bhr review(lot#5048526): 1)the products of this batch were assembled at intima ii auto line 2 in mar, 2025, and packaged at r240 package line in mar, 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1photo, but did not return defective sample. The photo show that the connection between the extension tubing and the pp connector is leaking. 3. The retained sample of this batch is taken for functional testing (45psi leakage test and the pull strength test between the extension tubing and the pp connector) ,the test results are all within the product specifications. 4. The rubber wear at the z6s8 flaring station and the alignment of the clamp at the z7s5pp component unloading station is poor could potentially damage the extension tube, leading to leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products.the returned photo shows a leak in the extension tube, since no defective sample has been received for relevant testing, and the abnormal states of the connection between the extension tubing and the pp connector cannot be identified, so the root cause of the leakage there cannot be determined.the plant will continue to track and trend for this issue.

Event description:
No additional information available.